Event description:
It was reported that the spring arm allegedly came loose from the horizontal arm. Through investigation it was revealed that the c-clip was not properly seated allowing the flat panel spring arm to come loose and partially detach from the horizontal arm. There is a potential for the single suspension flat panel spring arm to fall as a result of a misseated c-clip. Although this event occured during a procedure, there was no reported injury or impact to the patient.

Manufacturer narrative:
The flat panel spring arm was examined by a stryker communications field service technician. Upon visual inspection, it was noted that the flat panel spring was no longer seated into the horizontal arm. Further inspection showed that the c-clip was misseated allowing the flat panel spring arm to come loose. The flat panel spring arm was removed and replaced with a new flat panel spring arm and c-clip. The new c-clip was checked with a go/no-go gauge to ensure conformance to specification. Although this event occurred during a procedure, there was no reported injury or impact to the patient.